Event description:
It was reported that during npwt, the pico 7 multisite small 15cm x 20cm orange button was pressed and the lights turned on, but the device did nothing. No patient injury was reported. The treatment was resumed after 30 minutes using a smith & nephew back up.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.